Event description:
Minimed paradigm 522 insulin pump, spontaneously increased the basal rate to the maximum of 2 units per hour. During the course of the day, my blood sugars were very low, with a nadir of 37mg%, despite treatment for hypoglycemia. Close to midnight in 2009, I noted that the pump was running out of insulin too soon. I check the basal rate, and determined that it was delivering insulin at 2 units per hour, the pump's pre-set maximum basal rate. My personal maximum rate is 1.15 units/hr. I uploaded the pump date to minimed's carelink, which showed that the basal rate abruptly increased at about 5:30 am. I spoke with minimed, and they are considering user error as an explanation, although they will test the pump after we send it back. I have been on an insulin pump since 1978. As an ICU nurse I was chosen as one of the first patients to be tested on the pump. I do not think that it is possible that I could have reprogrammed the pump in my sleep. Also, minimed has built in numerous safeguards to prevent accidentally reprogramming the basal rate. It requires no fewer than 17 discrete user actions, all in the correct sequence, to reprogram the basal rate. Since I use 4 separate basal rates, each at a separate time, and since all of them would have to be re-programmed to precisely 2 units/hr, changing my settings would require far more user actions. Also, when re-programming the basal rate, it cycles through the maximum rate of 2 and starts over at 0.00. At the time of the event, I was using a minimed continuous glucose sensor, which communicates by telemetry with the pump. I do not think the sensor transmitter could reprogram the pump, but it is a consideration. After discovering the problem, I re-entered the correct basal rates, and called minimed. I observed the operation of the pump very carefully overnight, awakening twice to check it. It functioned correctly. I am now using a replacement pump. Diagnosis: diabetes.